Event description:
Failed total knee prosthesis required replacement. Mild crepitus, significant translation of knee joint anteriorly, posteriorly as well as medially. Pt states in h&p "knee has always been loose."